Manufacturer narrative:
This device has not been received by the this manufacturer, therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedure.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure, the balloon herniated while attempting to pass over the guidewire during the procedure. It was retrieved easily and procedure was completed with another device. Patient was under prolonged anesthesia until a replacement was obtained. Unfortunately, the patient suffered excessive bleeding and required a transfusion. The patient was kept overnight for observation. The following day, the patient was released and a full recovery is expected. No further information forthcoming.